Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis was performed and no anomalies were found. However, the distal lv (low voltage) electrode of the lead was covered in blood and was covered in body tissue/fibrotic growth.

Event description:
It was reported that during the implant procedure, the atrial lead dislodged after the pocket was closed. The pocket was reopened and the atrial lead was explanted and was not replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.